Event description:
Philips received a complaint from the customer biomed reporting a patient disconnect alarm occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device alarmed with a patient disconnect alert, even though patient was connected and receiving the correct volumes. The bme evaluated the device and could not duplicate the issue. Performance verification testing was completed, and the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.